Event description:
The patient reportedly experienced sound quality issues with her device. Testing indicated that the device was functioning. External equipment was replaced. However, the reported problem was not resolved. Surgery to explant the device will be scheduled.